Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt developed pump pocket infection and was moved to status 1a for transplant. The pt received a transplant at a different hospital.